Event description:
Reporting status: serious injury/required intervention. Reporting rationale: plaque shift/stenosis/dissection; device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated mid rca with a xience v stent. In 2009, the pt experienced angina and a stress test was performed which was abnormal. Cardiac catheterization was performed and the angiogram revealed a 35% lesion within the target vessel, which was not treated. New coronary artery disease was noted in non-target vessels and percutaneous intervention was performed for those lesions. During treatment of the non-target vessels, a xience v was implanted within the right posterior descending artery. After implantation, plaque shift occurred resulting in 75% distal right coronary artery stenosis. This was treated using double guide wires and the kissing balloon technique. A minimal and non flow limiting dissection of the distal right coronary artery was noted. This was treated with conservative medical management only. The pt was discharged two days later. There is no additional info available.

Manufacturer narrative:
Dissection and stenosis, as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. Additionally, these pt effects, along with plaque shift are listed in risk assessment as a no-fault post-procedure complication. The other xience v is indicated is being reported under MFR # 2024168-2009-02045.